Event description:
A pt admitted for failed lt total knee arthroplasty. The pt underwent arthroplasty in 1995, pt did well initially. However pt later complained of pain that increased to the point that it decreased their activity level. The pt was evaluated in orthopaedic surgeon's office and found to have an obvious deformity with flexion contracture as well as x-rays revealing the presence of damage to the liner and deformity. The pt had full extension but flexion of only 85%. Per surgeon intra-operative the tibia had a rotating flat form which was broken in two pieces. One piece was large in the posterior cavity of the knee joint. It was noted that the tibial plate was hanging medially significantly. Pt underwent revision total knee arthroplasty in 2002.